Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-02738. The pt initially received her scs system for back and right leg pain in 2004. She developed pain in her right arm and was implanted with an additional lead. She reported she only received effective stimulation for a short time with the additional lead. Reprogramming efforts were unsuccessful at resolving the issue. It was also reported the pt had an electromyogram which observed unusual readings in her extremity as if the system was on when the pt reported the system was turned off. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.